Event description:
When the call out plug was plugged into the wall, the bed alarm of the advanta¿2 bed hospital bed would constantly alarm. Also, the bed alarm would set on the side of the railing but the lights at the bottoms did not engage to indicate that it was fully engaged.